Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh excision on (B)(6) 2013 due to erosion.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior colporrhaphy with directed rectocele repair and cystoscopy, laparoscopic sacral colpopexy, and suburethral sling due to stress urinary incontinence, pelvic organ prolapse with grade 1 cystocele, grade 2 enterocele with apical and right sided support failure, grade 1 rectocele with wide vaginal introitus, and adhesions. It was reported that the patient underwent removal of eroding mesh in 2010 and 2011. It was reported that the patient underwent mesh revision and bso on (B)(6) 2013 due to chronic pelvic pain, dyspareunia, and mesh exposure, history of sacral colpopexy and erosion of suture into bladder mucosa.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.